Event description:
It was reported that a malfunction alarm occurred with code malf 9, which caused the customer's blood glucose levels to display as "high," suggesting an exceedance of 500 mg/dl. The customer planned to address the high blood glucose by performing a correction bolus via the pump after a reset. They did not require third-party assistance and received support for resetting the pump from cts, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if there are further issues, which was acknowledged.